Event description:
Event description guidant received information that this flextend lead was removed from service due to high thresholds. The lead was explanted and successfully replaced with an addtional lead. No other adverse events have been reported.